Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation in the pulmonary veins, faradrive steerable sheath clear, was selected for use. It has been mentioned that air entrainment was noted after all pulse field ablation (pfa) procedures were completed. The faradrive was withdrawn from the left atrium to the right atrium, and suction was performed with the farawave catheter still inserted, during which air was drawn. Later, while the farawave remained inserted, the faradrive was left in place during cavotricuspid isthmus (cti) for a while, and suction was attempted again, but no air was drawn. Therefore, it is presumed that air entered during catheter manipulation in the pfa procedure. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further reported that a starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Infusion pump 20cc/hour was used for the irrigation of sheath. A small amount of air was released from the shaft and handle. The guidewire was inserted and fixed exactly at the tip of the farawave catheter. No other issue has been reported.